Event description:
The manufacturer received information alleging a ventilation service required had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed on the device's error log. The service technician further evaluated and determined the detachable battery had caused the issue to occur on the device. In conclusion, the detachable battery needs replacing to address this issue. The root cause is confirmed at this time. Additionally, during the service of the device, the vanity cover needs replacing for physical damage unrelated to the reportable issue. The air foam inlet filter, particulate filter, and muffler need replacing for preventative maintenance unrelated to the reportable issue.